Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 250 mg/dl and 280 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind but insulin pump had some grinding noise. Customer states insulin pump error occurred during self-test. Customer declined to troubleshooting for high blood glucose. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Please correct insulin pump serial # on (B)(4), for the correct one.